Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had watchdog timeout. The customer¿s blood glucose level was 180 mg/dl. Troubleshoot was performed and was reported as pump did not return to normal function. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarms due to full segment display.